Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2021-08986, 2210968-2021-08987, 2210968-2021-08988, 2210968-2021-08989 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Could you please confirm if procedure was completed? If not, is there any surgery planned in the future? Please provide the date (mm/dd/yyyy) was there any adverse consequence associated with the patient? Was there any change in the patients post-operative care due to the prolonged procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent endoscopic hydronephrotic surgery on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. It took approximately 30 minutes to find the needle using CT. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: an empty winding former, a paper lid and a dispensed suture product code j433 were received to for evaluation. During the visual inspection of the product, the needle was not received for evaluation in order to determine the assignable cause. The suture was examined under visual inspection and the extreme was noted to be cutted. This condition appears to be caused by a sharp edge instrument. The extreme of the swage area was noted to be without tipping mark due to open filaments observed during the assessment. Length of the suture was measured and did not meet the requirement due to returned conditions of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: what is the lot number? Ramhdl. Could you please confirm if procedure was completed? Yes. If not, is there any surgery planned in the future? Please provide the date (mm/dd/yyyy) unknown. Was there any adverse consequence associated with the patient? Potential risk as it prolonged surgery. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Prolonged surgery and used CT to look for the needle. If medication was required, please clarify if it was prescribed by a physician. Unknown. What is the most current patient status? Stable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.